Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported that the patient didn't feel stimulation and they had been peeing whenever they stood up, they had urinary incontinence. Caller increased the stimulation the day of the report, but the patient did not feel stimulation. They were able to sync with the programmer on the call and they were on program 3 at 4.4v. They increased to 4.7v where it was reported that the patient felt stimulation in the correct area. They were redirected to their healthcare provider if increasing stimulation didn't improve symptoms. They reported this was a sudden change in therapy. No further complications were reported or anticipated.